Manufacturer narrative:
From the picture provided it does not appear to be a "connector detached during surgery". No other issue was observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. The device history record investigation did not show issues related to complaint. A document assessement (fmea) was conducted and no changes were required. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The customer alleges that during surgery the connector detached. Upon re-attaching the connector broke. The tube was removed and the pt was re-intubated. No report of a pt injury.